Event description:
User facility reported to a baxter rep that in 2003 a donor voided red urine, associated with slight abdominal and lower back pain, and was not feeling well. The donor had donated a plasmaphersis procedure in 2003 at the facility. In 2003 the donor informed an employee at facility about not feeling well during the first cycle collection of the donation. The donor described the following symptoms: dizziness, "hot feeling", and nausea. Employee noticed that donor was diaphoretic with pallor. The plasmapheresis procedure was discontinued and the collected red blood cells were returned to the donor. A cold cloth was applied to the donor's neck, the lower extremities were elevated and fluids were offered. The level of the reaction was said to be mild, and it was determined by the center as being "vasovagal". The vital signs of the donor are listed as pre-donation: b/p 112/64, p 58, during reaction: b/p 98/50, p 60, post-reaction: b/p 110/58, p 64. Approx 25 minutes after having symptoms, the donor left the facility ambulatory and in good condition. The next day, after the donor contacted the facility with reports of blood in the urine, the center contacted an ambulance to retrieve the donor and transport them to the ER. The donor had an intravenous line placed by the ambulance personnel and was transported to the emergency room. The center spoke with the donor while at the hosp and donor reported being ok. Donor stated the blood work and urinalysis ruled out hemolysis from the plasmapheresis procedure. After approx 2 hours, the donor was discharged. The next day the donor returned to the center and reported being "perfectly fine". The donor had no further occurrences of blood in the urine, although donor reported a small hematoma on the right anticubital fossa. During the discussion with the donor, donor stated they had lied about not taking the medication prevacid for acid reflux disease. As a result, the donor was permanently deferred from donating in the future. In addition, the donor was instructed to report any further symptoms to the contact at the center.